Manufacturer narrative:
Testing and investigation found that the device battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process which could result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. The battery was labeled with date code 1509. The gel electrolyte was formed in the 15th week of 2009. This report represents all the info by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.